Event description:
On (B)(6) 2009, a nurse called from (B)(6) to report that some of their dialysis patients treated with reprocessed dialyzers got fever, chills, sickness and some were sent to the hospital. The dialyzers were reprocessed with dialyzer reprocessing system and sterilant manufactured by alcavis hdc llc. Investigation of the incident found that a technician/nurse at the user facility did not follow the procedure for storing/reprocessing dialyzers. It found that dialyzers implicated in the incident were not refrigerated and may not have been filled with sterilant for an extended period of time (over night). It is believed that this resulted in higher than normal microbial load in the dialyzers. Subsequent reprocessing successfully sterilized the dialyzers as evidenced by the potency tests performed after reprocessing and results of patients' blood culture. However, endotoxin (at higher than normal levels) may have bonded to the dialyzer fibers and then released during patient treatment when blood came in contact with the fibers.